Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "blood leakage with the use of luer adapter." Blood collection was performed using bd's luer adapter connected to non-bd's (nipro's) winged needle and blood leaked from the connection. Different nurses experienced these four cases and this issue is thus less likely to be attributable to their manipulative techniques."